Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family reported via phone call that customer were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 499 mg/dl and customer was alleging the insulin pump of under delivery of insulin. The customer did experienced the symptoms such as nausea, abdominal pain, vomiting and back pain. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer was treated with bolus and by drip in hospital. Customer states the drive support cap appears normal. Customer stated that insulin exited at quick release. The customer was wearing the insulin pump during the hospitalization. Customer stated that auto mode was not active. Customer stated that displacement test was passed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.